Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result (patient result = 0.136 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es result was reported to the clinician and a corrected report was issued following repeat testing (repeat patient result < 0.012 ng/ml). The user's policy is to repeat elevated troponin results hen accompanied by ck and ckmb results that fall within the reference interval. There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained. The investigation could not determine a definitive root cause. However, a reagent related issue cannot be ruled out as a possible contributing factor. There was no evidence that the vitros 5600 analyzer had malfunctioned.